Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 265 mg/dl. The patient reports they had felt pain at the pod insertion site and had felt poking of the pods needle in which indicates the pods needle had not retracted upon initial activation. As treatment, the patient removed the pod from the insertion site and administered insulin corrections.